Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "two prongs stay in the wall outlet. Customer stated they had received a box of replacement power adapters/cords. This batch of adapters seem to be coming apart on their own. "The cord did not come out of the box in this condition, it was during a procedure that the cord was being placed into the wall or out ." Delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Death / serious injury: no. Human harm: no." After re-evaluated before closing, the event marked as reportable on (B)(6) 2016.